Event description:
A customer reported an issue with their pump, which triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was temporarily suspended due to the alarm. Technical support (cts) instructed the customer to clean the speaker holes, reconnect the cartridge, and wait to resume insulin delivery, but the alarm persisted. The customer was then able to load a new cartridge, but the issue continued. Consequently, cts decided to replace both the pump and the cartridge. The customer will switch to multiple daily injections (mdi) as a backup therapy until the replacement arrives. Cts provided guidance on returning the old pump and programming the new one, including connecting a continuous glucose monitor (cgm). The replacement pump will have updated software, and all instructions were acknowledged by the customer.